Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was inoperable. It is unknown if there was any patient involvement. There is no report of death or serious injury associated with this event.